Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, patient was pre-operatively diagnosed with stenosis and underwent re-do of l3-l4 decompression procedure in which rhbmp-2/acs was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.